Event description:
Information received indicates, the head section is drifting.

Manufacturer narrative:
The technician found the CPR valve was not seating properly. The technician replaced the CPR valve to repair the bed.